Event description:
The clinician reports the implant was inserted (B)(6) 2008 n ada 30. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.